Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed and shuts off unexpectedly without any warning. The blood glucose reading was 200 mg/dl. The customer stated that he had replaced the battery in the last 3 weeks. The device is reported to shut on and off, and there is nothing on the screen. The customer also reported high blood glucose levels when he got an alarm because the insulin pump was shut off while he was asleep. He declined continuing the troubleshooting procedure and requested replacement of the device. Nothing further reported.